Event description:
It was reported that the bd smartsite¿ extension set experienced component separation with leakage, the following information was provided by the initial reporter: multiple occurrences of smart site set 20350e cracking/leaking/breaking (B)(6) 2022 attached bd smartsite low sorbing extension set 0.2 micron low protein binding filter ref: 20350e to primary tubing and was beginning to prime filter with d5w prior to administering chemo when tubing that exits filter broke off entirely.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that the bd smartsite¿ extension set experienced component separation with leakage. The following information was provided by the initial reporter: multiple occurrences of smart site set 20350e cracking/leaking/breaking (B)(6) 2022 attached bd smartsite low sorbing extension set 0.2 micron low protein binding filter ref: 20350e to primary tubing and was beginning to prime filter with d5w prior to administering chemo when tubing that exits filter broke off entirely.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 20350e lot number 22029700 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.